Manufacturer narrative:
The harmonic ace has not been returned for failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip blade broke after the message "there is a load on the tip." The instrument was inspected prior to use with nothing noted out of the ordinary. Cauterization and adipose tissue separation were performed when the issue occurred. The instrument did not collide with any other instrument or tool during procedure. A fragment fell inside of the patient; however, the fragment was retrieved during the same procedure. There was a portion of the instrument that was completely detached. No photos or videos were available for review. The procedure was completing as planned.

Manufacturer narrative:
The harmonic ace instrument was received, and failure analysis found the instrument to have the curved blade broken at the base. A piece approximately 0.368" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.